Event description:
It was reported that the healthcare professional (hcp) requested review of device data to confirm device operation of this implantable cardioverter defibrillator (ICD). The device recorded a ventricular tachycardia (vt) episode for which this device delivered anti-tachycardia pacing (atp) and electric shocks, however, boston scientific technical services (ts) was not able to determine if atrial arrhythmias were also present in the configured collection period. Further evaluation by the cardiologist was recommended. No additional adverse patient effects were reported. At this time, this device remains in service.